Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to an aisys cs2 when it was alleged that the patient desaturated. The level of desaturation was not reported. There was no patient sequelae reported.

Manufacturer narrative:
Additional information was received from the end user that there was no allegation of device malfunction. The desaturation was not caused by the ge healthcare device. Therefore, there was no reportable malfunction, death, or serious injury. H6 clinical code updated from e2203 to e2403.